Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the insulin pump was exposed to moisture due to insulin pump was dropped in a toilet. The customer stated that insulin pump was vibrating without an alarm. Customer stated they can hear fluid when shaking the insulin pump. Customer stated there was fluid in battery compartment and reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.